Manufacturer narrative:
(B)(4). New information received - the blade was not broken off but cracked.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The clarification is needed because a we need to know what part of the device broke . The titanium blade or the white teflon tissue pad. If the white teflon tissue pad, we need additional clarification. Did the tissue pad melt? Did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Is the tissue pad completely missing from the clamp arm? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure, the tip broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.